Manufacturer narrative:
(B)(4). As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
(B)(4) received information that the markers on the real-time egm are not lining up with the surface deflection qrs. The physician was concerned initially that the atrial lead may be dislodged. After a review of strips, it appeared that the rv lead is sitting in the atrium. It was suggested to get an x-ray to confirm. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.